Event description:
It was reported that patient had received inappropriate therapy for sinus rhythm. A new morphology template was acquired. Patient condition was stable after the event and will be followed normally.

Manufacturer narrative:
.